Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a device check, loss of capture and undersensing were observed on the right ventricular (rv) lead. The patient experienced discomfort when inhaling. Cardiac perforation was confirmed via fluoroscopy. The patient was hemodynamically stable. The physician attempted to reposition the lead, but the lead helix failed to extend. The lead was explanted and replaced. The patient was stable.

Event description:
New information received notes that loss of sensing, myopotential oversensing and diaphragm stimulation were observed.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.